Manufacturer narrative:
This patient received left tmj devices in (B)(6) 2013. In 2016, the patient began experiencing increased pain, swelling, and heat on the left side. A cbct scan was taken and it did not show any hardware failure or heterotopic bone. In (B)(6) 2018, the patient underwent metal testing using the lymphocyte transformation test. The results showed that the patient had a significant response to nickel. On (B)(6) 2019, the surgeon removed the left mandibular component and replaced it with a revision all-titanium device.

Event description:
The patient's left tmj mandibular component was removed due to material sensitivity.